Event description:
Needle stick injury resulting from a safety insulin syringe. The safety barrel was not secured over the needle. Professional staff report the following 2 problems with the syringe. The safety barrel pulls off the end of the syringe when pulled up to protect the needle. On one occasion the safety barrel was engaged in locked position. The nurse turned to get a alcohol wipe and the barrel fell back down leaving the needle exposed. The appliance was not bumped. Fortunately no injury resulted. Injury in 2001 to pt; at the user facility. The osha waste disposal container for syringes is kept in a cabinet in the medication room, where contaminated syringes are disposed. An insulin safety syringe was caught at the top opening because the container was overfilled, pt saw it before it stuck their thumb. As pt pulled the container out of the cabinet the syringe needle fell into the thumb. The syringe was not protected by the safety barrel. The source unknown. The level of contamination is unknown. Pt will go through further testing for 1 year. The incident includes 2 factors of risk. 1. The container was overfilled. 2. The safety barrel on the safety syringes are not working properly.